Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn off and peeling below the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the down arrow and ok buttons responded appropriately. During evaluation, the keypad cover was removed and there was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function.